Event description:
It was reported that the catheter was leaking at the insertion site when flushed. The device was removed and a hole was found around the 5cm mark.

Manufacturer narrative:
The device involved in the event was discarded after removal. A review of the manufacturing records was not possible as the lot number of the device was not provided. Original packaging discarded and lot number was not recorded. Without sufficient info, or an eval of the device involved, we are unable to confirm or determine the cause or factors that may have contributed to this event.